Manufacturer narrative:
The qa lab received a full bottle of used test strips which made evaluation impossible.

Event description:
The customer called for help with his meter. While troubleshooting, her performed control tests and received a result of 212 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.